Event description:
End user reports that they applied the product on skin, and developed an itch under the water's tape border within 12 hours after application. Upon removal of the product, they experienced itching and noticed redness at the affected site.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive convex wafer and this event is deemed possible because the product in use is temporally associated with the skin where the problem occurred. According to the end-user, the skin is cleansed with dove soap and water, then applies eakin seal and barrier to the area. The product has been discontinued from use. No add'l event/pt details have been provided to date. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2013.